Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. H3 other text : not returned

Manufacturer narrative:
Updated: event/problem description, lot #, date received by manufacturer, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised. Reason for revision is unknown. Update - litigation papers received. They allege that patient experienced pain, soreness, weakness, and limited range of motion. Patient was revised due to instability and loosening. There is no new additional information that would affect the investigation. Update 05/09/2013 - plaintiff's preliminary disclosure form was received, which identified correct lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised. Reason for revision is unknown.